Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of crack in the y-site hub is confirmed and the cause appeared to be supplier related. A 20ga x 3/4¿ w/y-site powerloc max safety infusion set was returned for evaluation. The sample showed signs of use with contaminants inside the tubing, the safety mechanism is engaged, and the tubing is clamped. Injection end caps are attached to each hub. A longitudinally aligned crack is visible in the y-site between the molding knit line. The crack occurred between the two weld lines, a feature in the material that occurs during the molding of the y-site component. The device involved in the reported event is a supplied component, and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, 'a crack was found on mediport tubing used to infuse trabectedin over 24-hours. Powerloc max mediport needle.' No other information was provided. Additional information received via medwatch: series of 28 similar events (from 9/27/2022 through 12/14/2022) from three lot numbers (asgsfc061, asgsfc052, and asgsfc076). A leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication. Events involve a patient will report leaking, or a nurse will identify a leak, after (24-48hr) infusion. After each report, a crack was found at the bifurcation on the mediport tubing at the proximal site. The cracks are nearly identical in nature. These cracks have been associated with take-home 48-hour infusions with 5fu. However, a single incident of a crack was found in mediport tubing used to infuse trabectedin over 24-hours. Powerloc mediport needle." After follow-up with the customer, differentiating information was received and multiple files have been opened to address the events reported in the medwatch. This file addresses the incident that occurred while infusing trabectedin.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, 'a crack was found on mediport tubing used to infuse trabectedin over 24-hours. Powerloc max mediport needle.' No other information was provided.